Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number 400499130. No sample was provided for evaluation. Further investigation of the complaint is not possible. The actual defective device is valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: blood leakage occurred from the extension set. As reported by the user facility: "it appeared that the rubber portion of the caresite valve became dislodged," causing blood leakage.